Event description:
Medtronic (covidien) received report that during flow diversion treatment, a pipeline device would not release from the capture coil. The patient had an unruptured, saccular aneurysm in the ophthalmic carotid artery. It was reported that the patient's vessel was moderately tortuous. The pipeline would not release off of the capture coil. The physician rotated the push wire three times to deploy the pipeline, which caused the system to move too proximally and miss the landing zone. The physician removed the pipeline and microcatheter together as one system. The procedure was continued successfully using other flow diversion devices. There was no patient injury reported in connection with this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the site. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).